Manufacturer narrative:
The publication was discovered years after the case in a literature review conducted by abiomed personnel. The field team was contacted to try to learn more clinical details of this young patient's support in 2018. No product was returned for review. The root cause of the vascular damage was most likely due to patient condition, as the clinical account reported she had small vasculature and the vessels were in vasospasm. The failure mode will be monitored and trended.

Event description:
Discovered in a literature review back in 2018 a (B)(6) old female patient, admitted with a rejection of her heart transplant, had an access site injury at the impella cp access site. She was known to have small vessels and be in vasospasm. The team observed the dissection and placed a contralateral balloon via the right femoral artery and achieved hemostasis after a 20 minute ballooning. The patient was supported by the cp after this repair.